Manufacturer narrative:
See manufacturer's report # 3004209178-2016-09200 for the patient's concomitant implantable neurostimulator (ins). Information references the main component of the system and other applicable components are: product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3998, lot# la8755, implanted: (B)(6) 2002, product type: lead.

Event description:
The consumer reported that the patient had a motor vehicle accident in 2006 that had damaged the implanted components of the patient's previous implanted system. The motor vehicle accident "broke all the stuff loose ," including the leads. It was further reported that the patient had a replacement surgery on (B)(6) 2007 to correct the issues after the motor vehicle accident. There were no reported patient symptoms. The patient's indications for use included postlaminectomy pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.